Event description:
It was reported that the device battery depleted in two and a half years due to high right ventricular (rv) outputs. It was further reported via follow up that the rv lead had dislodged, and the rv outputs had been programmed high as a result. The lead was explanted and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery depleted in two and a half years due to high right ventricular (rv) outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.